Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreas of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as other, specified by the pancreatic duct in the genu and proximal body of the pancreas was dilated markedly and diffusely upstream of a stone. The ventral pancreatic duct in the head of the pancreas and the pancreatic duct in the genu of the pancreas contained a moderate stenosis. On (B)(6) 2015, during the study stent placement procedure, the advanix pancreatic stent kinked. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. On (B)(6) 2015, during a follow up visit, no adverse events were reported to the patient's condition. Updated ctsenr received from (B)(4), bsc clinical on (B)(4) 2015 states that the stent was not accordion.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreas of a patient, on (B)(6) 2015, as part of the (B)(4) trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as other, specified by the pancreatic duct in the genu and proximal body of the pancreas was dilated markedly and diffusely upstream of a stone. The ventral pancreatic duct in the head of the pancreas and the pancreatic duct in the genu of the pancreas contained a moderate stenosis. On (B)(6) 2015, during the study stent placement procedure, the advanix pancreatic stent kinked. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. On (B)(6) 2015, during a follow up visit, no adverse events were reported to the patient¿s condition.

Manufacturer narrative:
Reported event of stent kinked. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.